Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced a high blood glucose level of 463 mg/dl. She received two no delivery alarms while filling the tubing. The infusion set site was occluded. The product will return. Nothing further to report.